Event description:
It was reported that the patient passed away but the cause of death is unknown. Per the state law, access to death records is restricted for 50 years after the date of the event. Therefore the death certificate could not be obtained. The patient's neurologist was unable to provide any details regarding the cause of death and mentioned that the office haven't seen the patient in a long time. Attempts for additional relevant information to the assisted living facility, where the patient resided, were unsuccessful. An internal sudep evaluation was performed by the manufacturer which determined the death to be possible sudep.